Manufacturer narrative:
(B)(4). Batch # n57l7r. The analysis found that one plee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a sleeve procedure, sound continued after stapler had been fired. Sounded like the motor was still running after use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.